Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter ac *t diff 2 analyzer. The instrument was failing backgrounds for all parameters when the leak was noticed. The volume of the leak was about half a cup and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse inspected the instrument and found that the drain tubing for the white blood cell (wbc) bath had popped off the y fitting. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. The cause of the leak was that the drain tubing from the wbc bath came off the y fitting. Beckman coulter internal number for this report is (B)(4).